Manufacturer narrative:
The insulin pump passed displacement test. However, it was received with an intermittent act button and down arrow button response due to flattened act button and down arrow button dome switch. No moisture damage on keypad traces noted. The keypad connector was fully locked. The device had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that they had a keypad anomaly. The insulin pump¿s act key and lower right key were not sensitive. The customer¿s blood glucose level was unknown. The device will be returned for analysis.